Manufacturer narrative:
Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump.

Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer continued to use pump for insulin therapy.